Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colon procedure, after the instrument locked and fired, the anvil head could not be released. Additional instruments were used to release the device. There was no patient consequence.